Event description:
Tap. It was reported that 162 days after implantation of a 2.75x32mm taxus express2 drug eluting stent, an in-stent resteonsis occurred. During the initial procedure, the target lesion was located in the right coronary artery (rca). A pre-intervention stenosis of 95-99% was reported. The lesion was predilated with a 2.5x20mm balloon inflated to 10 atm. A 2.75x32mm taxus stent was deployed in the region of the lesion. The stent was post-dilated with a 3.0x12mm balloon inflated to 14 atm. The patient received angiomax during the procedure. The lesion was reported to be non-calcified and the vessel non-tortuous. The patient presented 162 days after the initial procedure with a 70% in-stent restenosis in the mid rca. The lesion was predilated with a 3.0x15mm maverick balloon inflated to 15 atm. Subsequently, a 3.0x24mm taxus drug eluting stent was deployed in the mid rca. The patient received plavix prior and after the procedure. Heparin was administered during the procedure. Complicatons were reported as "none." Patient condition was reported as "satisfactory/good."

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available , and we are not able to determine the root cause of this event. The manufacturing records for top assembly batch 8072869 have been reviewed and no issues or discrepancies were found. This record's review confirms that the device met all material, assembly, and performance specifications. Should further relevant information become available, a supplemental medwatch report will be filed.